Event description:
Suspect medical device - pump mist (dispenser) separates from bottle when in nostril causing dispenser to act like a projectile causing nose bleeding. This has occurred approximately 10 times in the past 3 months with approximately 15 different shop rite no-drip nasal pump mist bottles.